Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced that day a blood glucose of 20mg/dl, associated with an alleged dim display. Reportedly, the patient remained on the pump, and was treated by emergency medical services with intravenous fluids and food and/or drink. During troubleshooting with customer technical support, it was revealed the display was dim causing the patient to over deliver insulin. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with a dim display.